Event description:
It was reported that the lead had high impedances. As a result, surgical intervention was undertaken to remove and replace the lead.

Manufacturer narrative:
Date of even is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.